Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and fever. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (1g, intraperitoneal, every 72 hours, duration not reported) and amikacin (100 mg, intraperitoneal, every day, duration not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported 17 days after initial onset of the peritonitis event, the patient experienced refractory peritonitis manifested by abdominal pain and cloudy effluent. The patient was hospitalized on the same day as the onset of the refractory event. The cause of peritonitis was unknown. On the same day as the onset, the patient was treated with vancomycin (1g, intraperitoneal, frequency and duration not reported), amikacin (100mg, intraperitoneal, frequency and duration not reported). The patient was treated with meropenem (intravenous, dose, frequency and duration not reported) for refractory peritonitis. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.